Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including a guide wire, catheter, and dilator for analysis. Signs-of-use in the form of biological material was observed on the guide wire. Visual examination of the guide wire revealed two kinks on the body. The distal j-tip was also slightly deformed. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were secure and intact. The kinks in the guide wire measured 351mm and 578mm from the proximal weld. The total length of the guide wire measured to be 602mm which is within specifications of 596mm-604mm per product drawing. The outer diameter of the returned guide wire measured to be 0.79mm which is within specifications of 0.788mm-0.826mm per product drawing. The returned guide wire was able to pass through the returned catheter with minor resistance at the kinks. A manual tug test confirmed both welds were fully intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of guide wire damage was confirmed by complaint investigation of the returned sample. The guide wire contained two kinks. The sample passed all relevant dimensional and functional inspection , and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the spring wire guide was found kinked during puncture on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide was found kinked during puncture on the patient. No patient harm was reported. The patient's condition is reported as fine.